Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the implant date was (B)(6) 2013 and explant date was (B)(6) 2014. The patient was not in a clinical study. The patient was reportedly unable to recharge the battery after multiple education sessions. It was noted the implantable neurostimulator (ins) did not deplete normally. It was noted the reason for removal was not normal battery depletion but rather therapy related. The patient was unable to maintain recharging. The device was reportedly replaced with another product by the manufacturer, a prime battery. The device was used with/in the patient for intended treatment. There was no patient death. The patient reportedly recovered without sequela.

Event description:
Pt is having difficulty with the pt programmer and recharger. Rep has met with pt four times for instruction on use of her programmer and recharger. She is having difficulty using both. Her battery has been empty the last two times I have seen her. I instructed her to call me if she continues to have confusion using the devices. Further instruction needed. Follow up information reported that the patient continued to have difficulty using the programmer and recharger. It was now reported that they experienced more pain and that the implantable neurostimulator (ins) was not helping. The patient was instructed to call their physician for follow up for the pain and to call the manufacturer's representative if they wanted reprogramming again. Additional information received reported that the battery was discharged again. It was noted that the patient was unable to maintain recharging of device so the battery was to be replaced with a primary cell batter. It was noted that no surgery date was scheduled at this time.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3 7754, serial# (B)(4), product type recharger, product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that that no diagnostics were performed as the ins was discharged. It was noted that the patient could not remember to keep it charged. It was noted that the no malfunction was observed or uncovered. It was noted that they had not been notified of a replacement date.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the no follow up had been done with the patient. It was noted that no explant or replacement had taken place. It was noted that to the best of the reporter¿s knowledge, the patient had not recharged the implantable neurostimulator (ins) and was not getting therapy. Additional information received reported that the no date was scheduled and no further contact with the patient had been made.